Manufacturer narrative:
Updated reporter source from consumer to distributor.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
H3 other text: device not returned.